Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc had foreign matter zhuhai fifth people's hospital, department of internal medicine, nurses found that the catheter could not be sent into the blood vessel when the blood was returned and there was white granular foreign matter on the catheter when the needle core was withdrawn when the needle was punctured. We hope that the company will pay attention to this situation, and that the equipment section will find out the reasons for the situation and give a reply to the letter in order to avoid this kind of situation from happening, and we will consider discontinuing the use of the bd indwelling needles if the situation occurs again.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 3353153. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, photographs and samples were provided to aid in our investigation. Visual analysis of the devices found evidence of a white particle present on the surface of some of the cannulas and identified abnormalities in the lie distance between the catheter tubing and the needle tip. Visual evaluation of the foreign particulate determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. Analysis of the production process determined that the most likely root cause for the deviation in lie distance is related to the manufacturing process. The identified station has been optimized to mitigate the occurrence of this nonconformance.